Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit received noted a full complement of staples and the interlock was engaged. Damage was also noted to the interlock. Functional testing was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, after the surgeon connected the reload and tried to fire the device, the firing knob was stiff and the knife would not advance and the device could not be fired. The surgeon replaced it with a new cartridge and the firing was completed with no issues. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.